Event description:
Customer reports via phone that during a cardiac cath procedure the luer lock of the syringe blew off the tip of the syringe. Syringe was connected to a merit medical high pressure tubing, connected to a cordis 6fr 100cm pigtail catheter. Injection protocol was 10ml/sec for 30ml volume. Luer lock blew off at initiation of injection.

Manufacturer narrative:
Root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; the syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA (B) (4) was initiated to address the reported complaint.